Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was returned to the designated complaint unit for evaluation. No visual or functional non-conformances were identified. The software files were provided for investigation. The log files found that an ¿exposure motor stall¿ error resulted in both robotic drill cable disconnected error messages, confirming the reported errors. The drill and drill attachment used in this case were returned for evaluation, where no abnormalities related to the reported errors were found. It is possible that the drill attachment was not assembled appropriately, or the bur was not inserted correctly, resulting in the exposure motor stall error (robotic drill cable disconnected error message presented to the user) in the setup screen. Refer to the real intelligence cori for knee arthroplasty user manual for proper set up and handling of the robotic drill and real intelligence console. The user can also refer to the real intelligence cori for knee arthroplasty user manual for guidance to recover to a manual case in the event of a system failure. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori-assisted tka surgery, the swap bur button icon was pressed by accident as it is right next to the planning button. The case was sent back to the bur selection screen and the recalibrate step for the real intelligence robotic drill was necessary, then a calibration error message was displayed and was solved through troubleshooting. The case was exit and re-entered. Upon unlocking the drill a drill disconnect error message was displayed. The drill attachment was checked to see if it was fully looked and the case was exit, the drill was unplugged and plugged back in, the drill attachment was locked and the case was re-entered. A second drill disconnect error message was displayed when unlocking the drill for bur loading. After troubleshooting another drill disconnect error was displayed at the unlock screen (B)(4). It is unknown if this issue was caused by the real intelligence cori (B)(4). The drill was swapped, but the long attachment, tracker frame or the exposure guard were not swapped. At this point, the surgeon decided to finish the case with manual instrumentation. No significant delays (fewer than 30 minutes) were reported and the patient was not harmed. Additionally, after the case, the real intelligence robotic drill was assembled and when pressing unlock to load the burr, it was felt that the drill attachment rotated as if the unlocking mechanism of the drill caused the long attachment to rotate (B)(4). It is unknown if the drill attachment also contributed to this issue (B)(4).